Event description:
During diagnostic laparoscopy procedure, when surgeon went to adjust the white clip on the covidien versaone blunt trocar. The clip broke. Staff reported that this has happened several times lately in other cases. The device was taken off the field and replaced with another device without incident. No patient harm.